Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime/fill tubing. Customer's blood glucose was 225 mg/dl. Customer stated that they have tried all remedies. Offered to troubleshoot for no delivery and customer denied. No further information provided.